Manufacturer narrative:
Visual inspection: two screw heads of broken cranial-screws plusdrive 1.6 self-drill l4 were received for investigation.shaft is broken after second thread and is not returned. Received condition of device matches with complaint description. Overall complaint is confirmed. DHR review: received device was manufactured on monument site in november 2017. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.a manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformance were identified. Material analysis: raw material receiving/put away checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the investigation shows that both screw heads are in used condition as the cross recess show marks and displaced material from screw drivers. The fracture surface is homogeneous and shows the typical appearance of a forced rupture. The exact root cause of this event cannot be determined. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 400.834s lot: l680366 manufacturing site: (B)(4) release to warehouse date: 01. December 2017 expiry date: 01. November 2027 a manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. The complained screw in the sterile set was manufactured in synthes us: part: 400.834.05 lot: h494899 manufacturing location: (B)(4) manufacturing date: 08-nov-2017 part number: 400.834, ti low profile neuro screw self-drilling 4mm lot number: h494899 (non-sterile) component part(s) reviewed: 21015, tialnbri4.00 lot number: h288739 raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an excision of brain tumors on an unknown surgery on (B)(6) 2019, a neuro screw broke off upon screwing. Another screw was used, and the event happened again. Thus, the surgeon used another one to complete the surgery. Fragments were generated from the broken device but were removed successfully. Surgery was completed successfully with no surgical delay. There were no adverse consequences to the patient reported. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 2 for complaint (B)(4).